Event description:
In 2000 pt underwent closure of an atrial septal defect using a 24mm asd device with no complications. In 2003, the pt experienced cardiac tamponade with a pre-shock condition. The blood was evacuated and the pt was doing well; however, within five days the pt experienced a transient ischemic attack (tia). Upon review of the transthoracic echo by the implanting physician, it appeared that there was no overriding of the septum by the left atrial disc, and the edge of the device disc was pointing directly toward the aorta. This may well have resulted in a penetration. Aga reviewed the cd and transesophageal echo, which revealed the suspected cause to be erosion of the aorta. Aga recommended surgical correction. Four days later the pt was reported to be doing well; surgery has been planned; however, it has been postponed for six weeks due to the previous cerebral embolization. Once the pt undergoes surgical correction of the defect (it is unclear at this time whether the device will be left in place or extracted) further details will be provided. Should the surgeon elect to remove the device, it will be returned to aga for investigation.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.